Manufacturer narrative:
Patient identifier was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in critical condition and with a blood pump placed for extracorporeal circulatory support. On (B)(6) 2018, the patient developed torrential tricuspid regurgitation (tr) caused when a ventricular septal defect device was placed on (B)(6) 2018, which caused tricuspid chordae to rupture. Reportedly, this case was challenging, emergent, and off-label. Imaging was difficult due to cannula on the right side and the vsd device. During grasping, difficulty grasping was encountered and the clip became stuck on the leaflet. Standard troubleshooting was performed freeing the clip, however while attempting to free the clip, an anterior tricuspid leaflet tear occurred. This clip was implanted, along with a second clip, reducing the tr to severe. On (B)(6) 2018, the patient passed away. No specific issue was reported with the extracorporeal circulatory support device; however, the cause of death was not specified. No additional information was provided regarding this issue.

Manufacturer narrative:
The serial number for the device was not provided, so the age of the device could not be calculated a direct correlation between the centrimag system and the reported patient outcome could not be determined through this evaluation. It was reported that the patient presented in critical condition with a centrimag system placed for extracorporeal circulatory support. Information provided indicated that the patient developed torrential tricuspid regurgitation (tr) on (B)(6) 2018, which was reportedly caused by placement of a ventricular septal defect (vsd) device on (B)(6) 2018, resulting in a rupture of the tricuspid chordae. Per the report, this case was challenging, emergent, and off-label. It was noted that imaging was exceptionally difficult due to the cannula of the centrimag circuit being on the right side in addition to the vsd device. It was reported that difficulty grasping was encountered during the valve clip procedure and the clip became stuck on the leaflet. Standard troubleshooting was performed freeing the clip; however, while attempting to free the clip, an anterior tricuspid leaflet tear occurred. This clip was implanted, along with a second clip, reducing the tr from torrential to severe. The patient ultimately expired on (B)(6) 2018. No specific issue was reported with the centrimag system; however, the cause of death was not specified. Despite multiple attempts to obtain additional information from the customer regarding the patient's outcome and its relation to the centrimag system, no additional information or cause of expiration was provided. In addition, multiple inquiries were issued to the customer asking whether any centrimag equipment would be returned; however, no information regarding product disposition was provided. To date, the centrimag blood pump (lot number unknown) or any other centrimag equipment has not been returned for evaluation and the complaint file will be closed accordingly. The centrimag rvas blood pump IFU and the centrimag vas patient & device management guidelines list death as a potential complication that may be associated with the use of the centrimag system. No further information was provided. The manufacturer is closing the file on this event.